Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon pre-discharge check post implant procedure, the patient stated feeling intermittent twitching in the stomach. The physician suspected micro-dislodgement and repositioned the lead. The patient was in stable condition.